Manufacturer narrative:
Date of report: (B)(6) 2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reports screen dysfunction. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec'd by MFR: 08may2019. Philips field service engineer (fse) confirmed reported issue of screen dysfunction. Philips field service engineer (fse) indicated that they calibrated the touch screen which resolved the reported issue no parts were replaced. The device passed specified testing. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.